Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issues, difficult to insert clip into clip introducer, difficult to remove cds/sgc were not confirmed via device analysis. Additionally, the clip cover was observed to be torn. The reported device damaged by another device caused damage and image resolution poor (not applicable) n/a during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported device caused damage to another device, difficult to insert clip into clip introducer, gripper actuation issues, difficult imaging, and tissue injury were unable to be determined. The reported difficult to remove cds from sgc is likely related to procedural circumstances (grippers not lowered). The observed torn clip cover is likely related to the reported difficult to remove cds from sgc. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6)2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) and horizontal heart for a triclip procedure. During the procedure, imaging was difficult. First triclip was implanted successfully at anterior septal leaflet. During deployment of second triclip, difficulty was encountered while inserting clip over clip introducer. Troubleshooting was performed and was successful. Leaflets were grasped and the clip was deployed. First triclip was observed to be dislodged from anterior leaflet after deployment of second triclip. An attempt was made to retract the second triclip from the anatomy. Difficulty was encountered while retracting clip through steerable guide catheter(sgc) as both the grippers were unable to lower completely. A tissue was observed on the clip at the back table. The tr increased to grade 5 post procedure. Patient was in stable condition. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.